Manufacturer narrative:
(B)(4). Medwatch number is mw5074900. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect ¿ needle was used in the gastric wall, during an endoscopic ultrasonography (eus) procedure with fiducials placement, performed on (B)(6) 2018. According to the complainant, during procedure the needle broke inside the patient¿s gastric wall. It was removed uneventfully with a snare. The procedure was completed with another expect¿ needle. The patient's condition at the conclusion of the procedure was reported to be fine.